Manufacturer narrative:
Occupation: nurse manager, ICU/pcu, (B)(6). Additional reporter: (B)(6), ICU nurse the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. There was no arterial line visible on the console. It was recommended that the customer removed and reinserted the fiber optic sensor. The alarms remained. The inner lumen had been capped, so they could not access it as a back up arterial line. The getinge representative explained the options were to call the provider and have them replace the iab or get a radial line as an alternative source for pressure. The customer said they would contact the intensivist to see if they could place a radial. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted on (B)(6) 2023 around 1200-1300. On the evening of (B)(6) 2023, the console generated a fiber optic sensor failure alarm while the patient was sleeping. There was no arterial line visible on the console. It was recommended that the customer removed and reinserted the fiber optic sensor. The alarms remained. The inner lumen had been capped, so they could not access it as a back up arterial line. The getinge representative explained the options were to call the provider and have them replace the iab or get a radial line as an alternative source for pressure. The customer said they would contact the intensivist to see if they could place a radial. The iab was removed on (B)(6) 2023 at 0800, after approximately five days of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): describe event or problem. Concomitant medical products. Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned cut in two parts. The optical fiber was found to be broken within the membrane approximately 2.5cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).